Event description:
Ivc filter strut fracture with migration of strut to a peripheral pulmonary artery position. Bard g2 express filter implanted on (B)(6) 2009 and pt underwent gastric outlet procedure for morbid obesity later that day. Strut in pulmonary artery position noted retrospectively on chest image of (B)(6) 2009. Attempt at removal of filter to be undertaken.